Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Tibial pka baseplate punch had the blue plastic fracture during impaction. Upon further inspection "after from" cs the fracture of the blue impaction plastic ended up splitting and completely breaking.